Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 38 mg/dl requiring third party assistance; cause was not known. Reportedly, the customer received a manual injection of glucose from paramedics to address bg level. A pump system check was performed and confirmed pump functioned as intended at the time of event.